Manufacturer narrative:
Continued h.6. Health effect - impact codes: f2201, f2203. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification to h.6. [Invest. Conclusions code]: the event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of uti infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that patient was injected with juvéderm® volift¿ with lidocaine in nasolabial area, ¿tummy tuck area¿, juvéderm® voluma¿ with lidocaine and juvéderm® ultra plus¿ xc. 5 weeks later, patient was injected with juvéderm® volift¿ with lidocaine, juvéderm® voluma¿ with lidocaine and juvéderm® volbella¿ with lidocaine. 3 weeks later, patient was treated with pbserum® total corrector. 5 days later, patient was injected with juvéderm® voluma¿ with lidocaine. Next day, patient developed bulging edema, erythema, and pain in zygomatic eminence and palpebromalar sulcus. Hypersensitivity treatment was started for the edema. Patient was prescribed ciprofloxacin 500 mg orally once every 12 hours for 14 days, prednisone 30 mg orally, daily for 7 days and then 20 mg orally for 3 days, and levocetirizine 5 mg orally daily in the evenings for 21 days. Patient took ciprofloxacin for 12 hours and the rest of the medications for 6-7 days. 4 weeks later, patient was injected with juvéderm® volbella¿ with lidocaine and juvéderm® voluma¿ with lidocaine. 6 days later, patient developed induration, erythema, heat and angioedema. Patient was treated with ciprofloxacin orally 500 mg, celestamine® ns tablets, and cetirizine, and prednisone. 1 week later, patient was treated with 1.5 ampules of pbserum® total corrector, zyrtec®, pantozol®, and celestamine® ns tablet. The next day without improvement, patient was treated with 1 ampule of pbserum® total corrector and intramuscularly with diprospan® hypack. The following tests were performed with normal results: beta hcg, esr, pcr, ige in blood covid antigen, antibody test (antic, anti-dsdna), and cbt. Thyroid, thyroid stimulating hormone (normal) liver function tests, blood chemistry were clear, and general urine examination found a urinary tract infection (not device related) with more than 20 leucocytes and the presence of candida. 1 day later, patient was treated with urinary tract infection medication monurol®, 2 doses in 3g sachets, afungil® capsules, and zyrtec®. 1 week later, symptoms significantly improved. 1 month later, patient developed nodular lesion on external canthus and edema at zygomatic eminence and palpebromalar sulcus. Patient was treated with depomedrol® and pbserum® total corrector. 2 days later, biopsy of right malar region with result noting deposit of extracellular material with histocytic proliferation suggestive of modelling in the skin of the right malar region and chronic actinic damage in the skin of the right malar region; no changes suggestive of gnastostomiasis were identified. There was no presence of granuloma. One day later, patient was treated with pbserum® total corrector. Five weeks later, indurated edema at the same site recurred. Hcp suggested CT scan of paranasal sinuses due to nasal obstruction and chronic rhinorrhea and high-frequency ultrasound of soft tissues; ultrasound showed showing hyaluronic acid and permanent filler. Patient was treated with pbserum® total corrector. 3 months later, it was determined that the persistent edema had started after placement of permanent implant and before placement of filler after consulting social media. Patient denies they have a permanent filler/implant. Patient was treated with 3ml simple lidocaine, 100mg doxycycline for 6 weeks, pantoprazole, and pbserum® total corrector. Patient was also prescribed vibramycin® and cetirizine. 8 days later, CT scan of paranasal sinuses due to nasal obstruction and chronic rhinorrhea on right nasal cartilage could correspond to a probably polymeric granuloma. 3 weeks later, another ultrasound was performed that found panniculitis in right cheek associated with anechoic subfacial nodule suggesting that nodular fasciitis and fatty infiltration of the musculus macetero should be considered. The left side was clear without any inflammatory compromise. 2 days later, another biopsy was performed that showed chronic inflammation with giant extraneous leathery cell type cells and focal interstitial deposits of positive alcian blue material in the dermis and chronic perivascular inflammation in subdermal adipose tissue. It was noted that tissue response suggests administration of non-degradable material. No acute inflammation is recognized suggesting the presence of bacteria. However, it is convenient to stain for microorganisms. 1 week later, stitches for biopsy were removed where pain from stiches persisted in the right inferior parpebral sulcus. Patient was treated with pbserum® total corrector. Racer pcr was performed for mycobacteria including m. Tuberculosis, and polarizing the tissue with congo red; results pending. Patient was prescribed zentel® to rule out gnastostomiasis. Patient never took full course of what was prescribed. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00677 (abbvie complaint (B)(4)), MDR ID# 3005113652-2023-00676 (abbvie complaint (B)(4)), MDR ID# 3005113652-2023-00681 (abbvie complaint (B)(4)), MDR ID# 3005113652-2023-00678 (abbvie complaint (B)(4)), MDR ID# 3005113652-2023-00679 (abbvie complaint (B)(4)), MDR ID# 3005113652-2023-00680 (abbvie complaint (B)(4)), MDR ID# 3005113652-2023-00683 (abbvie complaint (B)(4)), MDR ID# 3005113652-2023-00682 (abbvie complaint (B)(4)). This MDR is being submitted for the 7th suspect product, juvéderm® voluma ¿ with lidocaine.